Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis in right eye (around flap edge inferior nasal) one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. Patient reported doing great.

Manufacturer narrative:
Device available for evaluation ? Yes. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.